Manufacturer narrative:
Customer technical support (cts) assisted the customer with replacing the check valve. A field service engineer (fse) was dispatched on (B)(4) 2010 and verified that the check valve was replaced correctly. The fse also found that the pressure regulator was turned too far down to generate pressure. The fse adjusted low pressure to 10 psi and all issues were resolved.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that no foam was leaking out the bottom of the unicel dxc 800 synchron chemistry analyzer and was recovering low pressure results. The customer could not identify where the leak was coming from. No injury or operator exposure was reported for this event.